Event description:
Device malfunction: balloon rupture and detachment. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization procedure of a previously placed stent, in a heavily tortuous, heavily calcified superior mesenteric artery, the viatrac plus balloon ruptured, with partial balloon detachment. Reportedly, after pre-dilatation of the stent with a smaller dilatation balloon, the viatrac was advanced to the target location and inflated to 16atms. When the balloon was deflated it burst and became entangled within the stent. Force was applied to remove the device causing a section of the balloon to detach, but remaining on the guide wire. To assist in the removal of the detached balloon piece, a second guide wire and a snare device were advanced adjacent to the ruptured balloon. The balloon section was snared at the distal tip of the viatrac guide catheter and both guide wires and the device unit were pulled forcefully out of the pt's body. There were no reported pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.